Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03643 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the electrode was positioned in the tumor under CT guidance using the coaxial cannula provided. However, after powering on the generator and proceeding with the ablation, a console error (e02, h1) occurred. The needle was redeployed and the grounding pads were changed, but the problem persisted. A second leveen coaccess electrode system was then advanced to the original location and the procedure was able to be successfully completed. The account confirmed that the appropriate electrode algorithm was followed during the ablation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03643 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the electrode was positioned in the tumor under CT guidance using the coaxial cannula provided. However, after powering on the generator and proceeding with the ablation, a console error (e02, h1) occurred. The needle was redeployed and the grounding pads were changed, but the problem persisted. A second leveen coaccess electrode system was then advanced to the original location and the procedure was able to be successfully completed. The account confirmed that the appropriate electrode algorithm was followed during the ablation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, the array was able to be extended and retracted without issue. When extended, the array was undamaged and presented with uniform spacing between the tines. The introducer was able to be removed from the electrode cannula and the insulation was intact. Continuity of current was confirmed with the electrode, the array, and the cord which is indicative of proper connectivity. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).